Event description:
During a laparoscopic burch the pt burned near the 355l trocar site. A cautery device from another MFR had been used through the trocar. The hosp wanted to rule out capacitative coupling and requested the trocar by analyzed. Clinical follow up: on 3/3/9 surgeon was performing a laparoscopic burch procedure. It was noted at the completion of the procedure related to a port through which bipolar cautery was used, there was some burning of the tissue. On further discussion with the surgeon, it appears that he had also been using the harmonic scalpel. It appeared that it was really not possible to obtain the injury in the manner described. Therefore, co is more inclined to believe this represents a situation as severe torque with the scalpel and subsequent injury. The surgeon tends to agree. There is no permanent sequeale to the pt. On 4/1/97 1436 spoke to contact person who stated she would investigate their records and call back with relevant info. She stated she could not confirm whether the scalpel was used during the case.

Manufacturer narrative:
D6: device returned with no lot ID. Analysis conclusion: based on the visual examination the sleeve is conforming and because of the material (plastic) used in the molding of our trocar, the sleeve does not act as a capacitor.